Event description:
It was reported, the patient underwent CABG and replacement of the ascending aorta using a vascular graft and an sjm epic valve. Postoperatively, the patient was doing fine and discharged home. The patient was in for a follow-up appointment and during this visit experienced a heart attack. The patient was hospitalized and put in intensive care where he underwent platelet treatment. It was decided, the patient would undergo another surgical procedure. Intraoperatively, the surgeon noticed all three valve cusps contained thrombus and the surgeon attempted to flush the valve. The patient experienced complications and expired intraoperatively. The thrombi was sent to the hospital's pathology department and results are pending. The surgeon believes the patient's condition contributed to the complications. Additional information has been requested.